Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was received with boston scientific stent protector, and boston scientific product mandrel. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred, catheter removal difficulties were encountered and the patient experienced chest pain. The patient presented with a non-st-elevation myocardial infarction. Vascular access was obtained via right femoral artery. The 85% (sub-total) stenosed, 43mmx3.5mm, concentric, de novo target lesion was located in the mild to moderately calcified right coronary artery. Following pre-dilatation, a 3.50x48mm synergy drug-eluting stent was advanced through a 6 fr guide catheter for treatment. However, it was noted that during insertion significant resistance was encountered. Subsequently, while crossing the lesion, it was noticed that the stent struts were damaged. When the device was removed, withdrawal resistance was encountered and the patient experienced chest pain. The device was removed and the procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred, catheter removal difficulties were encountered and the patient experienced chest pain. The patient presented with a non-st-elevation myocardial infarction. Vascular access was obtained via right femoral artery. The 85% (sub-total) stenosed, 43mmx3.5mm, concentric, de novo target lesion was located in the mild to moderately calcified right coronary artery. Following pre-dilatation, a 3.50x48mm synergy drug-eluting stent was advanced through a 6 fr guide catheter for treatment. However, it was noted that during insertion significant resistance was encountered. Subsequently, while crossing the lesion, it was noticed that the stent struts were damaged. When the device was removed, withdrawal resistance was encountered and the patient experienced chest pain. The device was removed and the procedure was completed with another of the same device. No further patient complications were reported.